Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was used to seal and dissect small vessel, but the vessel was not sealed. Sealing was attempted on 2 other vessels but the issue was duplicated. No error was indicated on the ft10 generator. Also trigger was pulled after confirming end tone; the device was used as indicated. No excess tension was applied to the tissue. No administration of heparin. The patient was not particularly slim. New device (small jaw) was used with the same generator, and the procedure was completed without further issue. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.